Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, while the 8mm prograsp forceps instrument was being removed from the canula, it was found that part of the shaft covering was broken and instrument got stuck and could not be removed out form the canula. No fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm prograsp forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube approximately 35.43mm from the distal tip. A piece measuring proximately 0.23mm was not returned with the instrument. Components adjacent to the broken main tube show damage which may indicate potential mishandling/misuse. The proximal clevis is dislodged as a result of the break. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.